Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.5. Hardware: iphone15.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626 [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755 [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158"

Event description:
It was reported that the patient was hospitalized with hyperglycemia. The patient's blood glucose level nearly reached 600 mg/dl while wearing the pod between 4 and 24 hours. The patient performed a fingerstick blood glucose test which confirmed significantly elevated glucose levels. The patient subsequently changed the pod; however, blood glucose levels did not improve following the pod change. On (B)(6) 2026, the patient sought medical attention and was admitted to the hospital. The patient reported symptoms of vomiting and described feeling as though they were "walking through mud." Treatment included insulin administration. The patient reported remaining hospitalized for approximately 2 to 3 nights but was unable to provide the exact discharge date.